Event description:
The account observed (B)(6) architect hiv ag/ab combo result on a patient sample processed on the architect i2000sr that tested immunoblot (B)(6). The patient generated architect hiv ag/ab combo (B)(6) replicates of (B)(6), with one replicate generating (B)(6) of (B)(6). No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer, performed several troubleshooting procedures including replacement of the arc, probe and valve, manifold kit (rohs). The issue was resolved by replacement of the arc, probe. An instrument service history review revealed no additional erratic or discrepant patient results as described in the current complaint reported for serial (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A search in the corrective and preventive actions system did not identify a nonconformance or potential nonconformance for complaint list number. No systemic issue or adverse trends for the issue associated with the ticket was found for the architect system no adverse trends for discrepant results for the architect i2000sr or arc, probe part were identified. The rate of erratic results for the i2000sr is below the upper control limit. No product deficiency was identified.